Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq0959 showed no other similar product complaint(s) from this lot number. Device not yet received.

Event description:
It was reported that creases were found on the portion 5.5 cm from connector after the PICC was unpacked.

Event description:
It was reported that creases were found on the portion 5.5 cm from connector after the PICC was unpacked.

Manufacturer narrative:
6/25/2019 - the following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed, but the exact cause was not determined. One 4 fr s/l groshong PICC was returned for investigation. The PICC was received with the stylet in the lumen. A bend in the stylet created a bend in the catheter tubing between the 54 and 55cm depth marks. Impressions that matched the twist pattern of the stylet wire were observed in the clear portion of the tubing at the stylet kink site. A microscopic examination revealed a section of damaged tubing that was 4.5mm in length. The damaged area was located in the blue portion of the tubing and was 6mm proximal to the kink in the stylet. A functional test revealed fluid leaking from the damaged area of the catheter. The catheter was bisected and the leak site exhibited a pattern that matched the twist wire of the stylet. It appears that the catheter tubing was compressed against the stylet wire. It was reported that the damage was observed when the packaging was opened. A review of the manufacturing records showed no evidence that the failure mode was caused by the manufacturing process. 100% of the product from the implicated lot was leak tested during the manufacturing process. No other similar complaints have been reported with the same lot. It is possible that the damage was caused by mishandling or misuse; however, the exact cause was unknown.